Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 774371) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included nausea, cramp in lower abdomen, morning sickness, menstrual cycle abnormal, depression, anger, amenorrhea, acne, anxiety, tonsillectomy, genital bleeding, esophageal reflux, pregnancy, back pain, loss of sensation, numbness in leg, vaginal discharge and overweight. Previously administered products included for an unreported indication: pepcid, hydrocodone, ibuprofen, diazepam and ketorolac. Concurrent conditions included painful urination and dyspareunia. Concomitant products included diazepam, hydrocodone, ibuprofen, ketorolac and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as 15feb2011. The right cornua had 2 visible coils and the left cornua had 3 visible coils. Successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.179 kgs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event plaintiff did not undergo confirmation test added. Reporter details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 774371) inserted for female sterilisation. The patient's medical history included nausea, abdominal pain lower, morning sickness, menstrual cycle abnormal, depression, anger, amenorrhea, acne, anxiety, tonsillectomy, genital bleeding, esophageal reflux, pregnancy, back pain, loss of sensation, numbness in leg, vaginal discharge and overweight. Previously administered products included for an unreported indication: pepcid, hydrocodone, ibuprofen, diazepam and ketorolac. Concurrent conditions included painful urination and dyspareunia. Concomitant products included diazepam, hydrocodone, ibuprofen, ketorolac and medroxyprogesterone acetate (depo provera). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6)2011. The right cornua had 2 visible coils and the left cornua had 3 visible coils. Successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.179 kgs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical records received: lot number was added. Medical history were added. Historical and concomitant drugs were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 774371) inserted for female sterilisation. The patient's medical history included nausea, cramp in lower abdomen, morning sickness, menstrual cycle abnormal, depression, anger, amenorrhea, acne, anxiety, tonsillectomy, genital bleeding, esophageal reflux, pregnancy, back pain, loss of sensation, numbness in leg, vaginal discharge and overweight. Previously administered products included for an unreported indication: pepcid, hydrocodone, ibuprofen, diazepam and ketorolac. Concurrent conditions included painful urination and dyspareunia. Concomitant products included diazepam, hydrocodone, ibuprofen, ketorolac and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2011. The right cornua had 2 visible coils and the left cornua had 3 visible coils. Successful placement occurred bilaterally diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.179 kgs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.